Manufacturer narrative:
Beckman coulter complaint handling unit evaluated the event involving the au680 chemistry analyzer, and identified the failure mode as a defective buffer valve. Replacement of the buffer valve resolved the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) na (sodium), k (potassium), and cl (chloride) patient results on their au680 clinical chemistry analyzer. There was no report of change to patient treatment in association with this event. There was no report of calibration issues prior to the issue. The customer repeated the samples of two (2) different analyzers with results considered correct. The customer provided one (1) example of the erroneous results.